Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient, underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the femoral head, via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6 mm. Following the procedure, the rn who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU. It was reported that after the deployer retracted the shuttle he noticed that the advancer tube did not engage and the advancer tube was half way out of the device. It was also reported that the sealant was sticking out of the patient's tissue tract. The device was removed and the patient was converted to approximately 15 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012, with no reported clinical sequela.

Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle and the procedural sheath pulled back against the shuttle. The sealant was soaked with blood and separated from the catheter. The advancer tube was covering the balloon proximal tip (pushed past the distal tamp lock). The advancer tube, tamp locks and proximal detent were inspected for anomalies. Damages were observed on the proximal end of the advancer tube and on the proximal tamp lock. A number of component features were measured and all features were found within specification. Based on the provided information and the investigation performed, the reported engagement failure could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1216604) indicated that the device lot met all established performance criteria prior to shipment.